Event description:
The device was used during an unknown procedure. It was reported the ez35w staples did not properly form. An ez45g was opened to complete the procedurfe without difficulty. There was no consequence to the pt.